Manufacturer narrative:
The field service representative (fsr) walked the ccp through the service screen and it was determined that one of the batteries may not be taking full charge. They were able to power up the unit on battery.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the battery light was amber on front panel of the perfusion system. There were no reported adverse consequences to the patient.